Event description:
It was reported that the user experienced repeated occlusion alerts and consecutive stalled motor alerts with the ilet during use, which were resolved after a complete supply and infusion set change; the insulin cartridge had congealed and the user had been removing the cartridge before rewinding and removing the inset using blue circles rather than the white center, consistent with an obstruction of flow related to the connector/coupler of the infusion set. Customer care provided support that included coordination of supply replacement logistics. Investigation of this case revealed evidence consistent with a deformation problem contributing to an obstruction of flow at the connector/coupler of the infusion set. Symptoms included insufficient information. Outcomes included insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.